Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes did not suck blood, instead, blew air. No report of medical intervention or serious injury.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes did not suck blood, instead, blew air. No report of medical intervention or serious injury.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Photos were taken for evaluation and the customer¿s indicated failure mode for underfill with the incident lot was not observed . Additionally, evaluation of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing has been notified of this incident and the findings. Based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.